Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the pump was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, a 10 min pt lockout, and a 30mg four hour limit. The consumer contact reported sometime in 2009 at 0800, a new vial of morphine 1mg/ml was placed in the pump. At 1730, during a routine check by the respiratory therapist the pt was found sleeping and had an o2 saturation of 67% on room air. The nurse and the physician were notified. The pt was treated with oxygen 3l by nasal cannula and continuous pulse oximetry was ordered. After an unspecified length of time, the pt was reported to be alert, awake, with an oxygen saturation of 94%. At 1830, the nurse noted the pt was "asleep and awakens easily, respirations regular and 14." There was no reported adverse pt sequelae. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer contact reported that during a routine review of the pump display by 2 nurses following the event the display indicated that 7.4mg had been delivered; however, the vial was almost empty. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing, including delivery accuracy. The pump history was downloaded at manufacturing facility. A review of the pump history indicates the pump was powered on at 1033 & programmed to deliver a drug concentration of 1mg/ml in the pca only mode, a 1mg pca dose, a 10 min pt lockout & 30mg 4 hr limit, the door was locked. At 1108, door was opened. At 1109 door locked. Between 1115 & 1705, there were eleven 1mg pt initiated pca deliveries & 28 unmet demands, door was opened & 11mg total cleared, door was locked. Between 1715 & 0325, there were seventeen 1mg pt initiated deliveries & 79 unmet demands. A new date stamp of 2009 occurred. Between 0312 & 0325 there were two 1mg pt initiated deliveries. At 0509, door was opened, a 17mg total was cleared & door was locked. Between 0644 & 0809 there was one 1mg pt initiated delivery, one 0.4mg partial pt initiated delivery, 2 unmet demands & empty syringe alarm. At 0812, door was opened, there was a vial alarm, check syringe alarm, injector alarm & door was locked. Between 0823 & 1023, there were three 1mg pt. Initiated deliveries & 4 unmet demands. At 1143, door was opened, pump was powered off, there was a vial alarm, a check syringe alarm & pump was powered off. At 1144, there was an injector alarm & door was locked. Between 1308 & 1444, there were three 1mg pt initiated deliveries & 5 unmet demands. At 1613 the door was opened, a 7.4mg total was cleared & door was locked. At 1614, door was opened & locked. At 1627, door was opened, a vial alarm & check syringe alarm. At 1628, pump was powered off. Review of the pump history indicates that the pump delivered as programmed.